Event description:
Revance notified teoxane of an adverse event on (B)(6)2023. A patient was injected on (B)(6)2023 with about 1 ml of teosyal rha 2 in the lower and upper lips. The injection was done with the needle provided in the box. The day after injection, on (B)(6), the patient presented with bruising, irritation, and discoloration in the right lower lip. The reaction was diagnosed as a small vascular occlusion by the practitioner. The patient was trated with another unknown filler, 6 to 9 month before. As treatment, the injector dissolved the gel with an hyaluronidase (hylenex) and prescribed antibiotics and non-steroidial anti-inflamatory drug (aspirin). The reaction was resolving as of (B)(6) 2023; the improvement was also confirmed with patient photographs on (B)(6) 2023. Based on the initial information received, the case was first assessed not reportable. However, according to the diagnosis of vascular occlusion received on (B)(6)2023, the case was upgraded as reportable.

Manufacturer narrative:
According to the information received this case would be related to a vascular complication, which is well-known and described adverse reaction to hyaluronic acid filler injections. The appearance of the localized color changes (skin blanching for this patient) could indicate that arterial occlusion has occurred. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without squalane. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Batch analyses undertaken confirm that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.